Event description:
It was reported the guidewire broke at 10 cm from the distal tip during use in a microcatheter. The broken segment was successfully retrieved with a microsnare. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted, when the evaluation is completed.